Manufacturer narrative:
Updated sections: b4, g3, g6, h2, h11. Corrected sections: b5, b6, b7, d10, h6(health clinical & impact).

Event description:
It was reported that during patient use, the cardiosave intra-aortic balloon pump (iabp) fails to display pulse wave. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) fails to display pulse wave. There was no patient involvement reported.

Manufacturer narrative:
Updated fields - b4, d8, d9, g1 (contact person and contact office - mfg site), g3, g6, h2, h3, h4, h6 (type of investigations, investigation findings, component codes, investigation conclusion), h11. A getinge field service engineer (fse) evaluated the unit and could not duplicate the issue and there were no errors in the logs. This has been an intermittent issue in the past for the customer. When the fse spoke with tech support they told the fse it would be a good idea to replace the board. The fse replaced the replaced front end board as it provides the pulse wave to the display. All functional and safety test was performed. Unit was cleared for clinical use.